Manufacturer narrative:
The lot/serial number provided for the complaint device does not correspond to a finished mentor device, and therefore the validity of the lot/serial number provided cannot be verified at this time. Multiple attempts were made to obtain additional information and clarification for the reported lot/serial number. If additional information is received, a supplemental report will be submitted as applicable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a primary breast augmentation with unknown mentor saline breast implant experienced implant deflation on an unspecified side postoperatively. As a result, the patient underwent explantation and replacement with 375cc mentor smooth round moderate profile, catalog # 3501660, left lot-serial # (B)(4) and right lot-serial # (B)(4) on (B)(6) 2016.

Manufacturer narrative:
Mentor received additional event information that the patient underwent implantation with the suspect medical device (375cc mentor smooth round moderate profile) in 2004, and the device information was provided and updated accordingly. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).